Event description:
Information received by medtronic stated that the insulin pump had a failed battery alarm. No harm requiring medical intervention was reported. The customer will discontinue use of the devise.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Customer returned pump for an alleged failed battery test or battery failed alert found on (B)(6) 2021. Pump was received with a blank display. Unable to verify failed battery test or battery failed alert and perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank display. Unable to generate power management graph due to blank display. Unable to download history files and traces using thus due to blank display. Pump was cut open to perform visual inspection and found j7 power connector becoming loose from pcba 1 due to corroded pcba 1. Corrosion was also found on the pcba 2. No corrosion or moisture damage found on the battery tube, force sensor, motor and vibrator assembly noted. Pcba 2 was cleaned using isopropyl alcohol and swapped out with a working test pcba 1, case, internal battery and motor. Using the battery simulator, the pump was still unable to power up. Blank display was confirmed due to j7 power connector becoming loose from pcba 1 due to corroded pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a pillowing keypad overlay and a scratched case. Unable to download history files and traces was confirmed. Unable to verify failed battery test or battery failed alert due to blank display. Blank display was confirmed due to j7 power connector becoming loose from pcba 1 due to corroded pcba 1. During visual inspection, corrosion was also found on the pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.